Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient first started experiencing not being to recharge on (B)(6) 2017. The cause of not being able to recharge the ins was assumed to be user error. X-rays showed correct orientation of the battery. The doctor would like the ins investigated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2017 and the battery was charged to 3.730 volts. On (B)(6) 2017 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome (crps). It was reported that the patient could not charge their ins, so it went flat. The signs of crps returned and crps was worsening. The patient could not read it with their programmer and the rep could not read it with the clinician programmer. Troubleshooting was performed. The physician only restart was attempted on (B)(6) 2017 over the phone, assumed user error. An x-ray showed the device was in the correct location. On (B)(6) 2017 the rep met with the patient and the ins was unable to be restarted with a physician only restart, and so it was flat. A new ins was implanted and the issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.